Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel powder and other hemostatic agents? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and absorbable hemostat was used. The used the product in a case on a small bleeding point on the heart, although initially it looked ok. They had to reopen the patient in the night as it didn¿t really work unfortunately. Additional information was requested